Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft separation occurred . The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal right femoral popliteal coronary artery. A 15/3.50 flextome cutting balloon was selected to treat the target lesion. During preparation, the balloon protector was removed without any difficulties; however, it was noted that the balloon had separated from the shaft. Procedure was completed with another of the same device. No patient complication were reported and the patients' status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon had detached from the catheter at the proximal balloon bond and the inner lumen had detached at the distal tip/balloon bond. The inner was stretched down and elongated which can be a result of excessive tensile force being applied to the catheter during use/handling. This also resulted in both the proximal and distal markerbands moving from their original location on the inner lumen. A microscopic examination revealed that the markerbands were in the correct place during manufacturing as proven by an imprint of each markerband on the inner lumen. The original inner to inner markerband distance meets specification. The balloon protector cap was returned partially over the balloon. The detached balloon was oriented incorrectly within the balloon protector which indicates that the balloon was removed from the balloon protector cap and re-inserted into the cap the incorrect way. The remaining balloon and blade sections were visually examined and no further evidence of damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: during preparation, the user did not attach a syringe to the catheter prior to removal from the packing hoop and draw back on the syringe to its full volume deflating the balloon prior to attempted balloon protector removal. (B)(4).

Event description:
It was reported that a shaft separation occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal right femoral popliteal coronary artery. A 15/3.50 flextome® cutting balloon® was selected to treat the target lesion. During preparation, the balloon protector was removed without any difficulties; however, it was noted that the balloon had separated from the shaft. Procedure was completed with another of the same device. No patient complication were reported and the patients' status was fine.